Event description:
The complainant reported that the patient was being placed on impella 5.0 for hemodynamic support. It was reported that the impella 5.0 migrated with an outflow blocked alarm intermittently activated. The patient is fully left ventricular assist device/right ventricular assist device dependent and has no pulse pressure. An echocardiogram was performed at bedside and the impella 5.0 was repositioned. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.